Manufacturer narrative:
The initial report was submitted with the wrong event date. The correct date is 04-nov-2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for on (B)(6) 2018 for high blood glucose of over 600 mg/dl and kidney failure. The customer was treated with an insulin drip. The customer states that they had been having difficulty filling their insulin reservoirs, and that they were not able to correctly insert their infusion set. The customer declined troubleshooting but was given education on how to use their insulin pump. The infusion set insertion device will be returned for analysis. Frn-unk-rsvr unomed inf set.